Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Pain and visibility/palpability are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the reported event of visibility/palpability as follows: precautions: 6. Care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects includes: abdominal pain, chest pain, incision pain and port site pain."

Event description:
Health professional reported alleged "pain and protrusion." Health professional has declined to provide any add'l info at this time.